Event description:
During a coronary artery drug eluting stenting treatment procedure, difficulty maneuvering the device was encountered. The physician was attempting to move the taxus express2 8.8% 2.50 mm x 20 mm drug eluting stent along the guide wire when resistance was met. The device was stuck on the wire and would not move forward or backward. Upon trying to move the device, the shaft broke. The physician was able to remove the entire system from the pt within the guide catheter without incident. No pt injuries or complications have been reported. The physician feels that the problem is due to the guide wire not being properly flushed.